Manufacturer narrative:
H.6.investigation summary: customer reporting he comments that the error identified in the hil by the operators is that the results do not agree with those obtained by the phoenix instrument, nor what is reported in the epicenter, which is the same. The printed clinical result from epicenter shows the following antibiotics sensitive: ceftriaxone, ertapenem, cefepime, meropenem. They are also sensitive to the final result in details of the isolate. The result sent by epicenter is sent by these antibiotics as resistant, even though the clinical report is marking it as sensitive. The result is sent again, and it is the information that should have been sent and agrees with the printed clinical report. Upon further investigation, it was discovered in the system log that a user processed two panels, sent the result of the first one to the lis. Once the first panel's results were received by the lis, ,the lis cannot change results for the 2nd panel. Per baltrm-441007-aph revision 5, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.6. This is not a confirmed complaint of a bd product. No trends indicated. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that while using bd epicenter¿ single user software misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the user requests urgent presence of bd and tesi since epicenter shows erroneous results."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd epicenter¿ single user software misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the user requests urgent presence of bd and tesi since epicenter shows erroneous results."